Event description:
The customer reported: "staff were unable to print a strip from the printer. Paper was checked and reloaded, tried again, still would not print. Pump switched out without issue. Pump sent to biomed for evaluation." The event occurred while the iabp was in use on a pt. No pt injury was reported.

Manufacturer narrative:
The customer uses third party for the service, therefore, no evaluation was performed by (B)(4) rep. As per the biomedical engineer of the third party, the work request for this unit was submitted to them on (B)(4) 2013. The unit was inspected, and the cabling that goes to the printer was found to be disconnected. Once the cabling was reconnected, the printer was tested and worked correctly. The equipment was returned to service on (B)(4) 2013. (B)(4).